Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 13 minutes and 50 seconds of use. The procedure was completed using another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: do not bury the tip in tissue. Do not bend at sharp angles. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 13 minutes and 50 seconds of use. The procedure was completed using another fiber. There were no patient complications.